Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported at the beginning of patient's permanent procedure the patient experienced a cerebrospinal fluid leak when the epidural needle insertion occurred. The patient was asymptomatic and no interventions were taken.